Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer observed a sticky film on a new cartridge after opening it. Customer's blood glucose was 74 mg/dl. Reportedly, customer used alternate cartridge to load onto pump successfully.